Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with diffuse lamellar keratitis (dlk) stage iii in right eye post treatment. The patient also presented with white inflammatory granules flap interface, near microstriae. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of loss of near sight, irritation, red eye for 2 days. Patient reported symptoms are not interfering with daily activities.